Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported leaking tubing under the IV pump set soft stopper 1 hour after chemotherapy, with leakage still present after flushing with normal saline. The customer is reporting chemotherapy spillage and defective material. No other information was provided. This report captures the second of two incidents.